Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was not powering on due to the faulty controller board located on the half height drawer 5.2 in the auxiliary. A field service engineer replaced the controller board to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system experienced a black screen and was not powering on. Additionially, reported that the user was able to retrieve the needed medication from the other medstation and confirmed no patient harm. There were no adverse events or injuries reported based on this event.